Event description:
During endoscopic esophagectomy, the hydroline disposable suction irrigator malfunctioned twice. The red button began sticking on two units. I have left one of the units at or desk with packaging.